Event description:
The account alleged that the brakes are not holding due to a broken weld on the brake steer pedal bar.

Manufacturer narrative:
The account replaced the brake steer pedal bar to repair the bed.